Event description:
It was reported that the customer passed away. Caller stated that the customer was found in dka and diabetic coma by her daughter. Paramedics were called and customer was hospitalized, but customer never came out of the coma and passed away two days after. Customer was not wearing the insulin pump at the time of death. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.